Event description:
Patient needed central line access due to recently diagnosed anti-nmda receptor encephalitis. A nutriline 2 fr PICC (lot # 291010ge exp: 2015-11, ref # 1252.030) was inserted to 27 cms in the left antecubital. When the assistant went to remove the guide wire it was difficult and required much effort. Once removed, the catheter would not flush. The catheter was withdrawn some and flushed with ease. While flushing, the catheter was advanced but the arm became edematous and catheter removed. A second PICC nutriline twinflo was attempted into the right antecubital. There was good blood return and catheter was advanced to 25 cms. Similar to the first catheter, this catheter required massage and tension on the skin to advance as vein was tortuous. The patient was spastic, with rigid muscles and continuous movements. When the assistant went to remove the guide wire, it required some tension and then broke with approximately 10 cms off and approximately 20 cms remaining in patient. The catheter was then attempted to be removed and at this time the nurse noted a 1 cm knot under the skin. It appeared as if when the guide wire was attempted to be removed, the tension pulled back the catheter along with the wire and both were coiled at the insertion site. The catheter and remaining wire could not be removed. Physician was notified and arrived in the treatment room to assess. The catheter with a tail of quide wire was secured in place per physician request. The physician was going to contact interventional radiology to place a PICC and potentially use this site and remove the PICC at that time. Approximately two hours later the nurse was contacted by the floor nurse to inform that the patient pulled the PICC as the patient was in constant choreoathetoid movement. Upon inspection it was noted that there was only 10 cms of the 30 cm PICC that was broken off. The remaining PICC 20 cms remained in the patient. X-ray revealed the remainder of the PICC was coiled in the antecubital space. The interventional radiology physican attempted to remove the PICC in the treatment room without success. The physician acknowledged the PICC was coiled under the skin and was not at any risk of movement so the site was covered with tegaderm and left in place until the patient could go to surgery for another line. The next day, the patient was sent to surgery for placement of a hickman central line in the chest for administration of an IV medication for his diagnosis. At this time the broken PICC was removed with a 0.5 cm incision. Test: after this event a new catheter was tested by coiling it around a finger to see if the guide wire would withdraw easily if the catheter had any loops or kinks in it. Upon pulling the guide wire, the catheter was noted to accordian upon itself as the guide wire was withdrawn with difficulty.======================manufacturer response for 2 fr PICC catheter, nutriline twinflo (per site reporter).======================device will be returned to the manufacture representative for investigation.